Event description:
On interrogation, the attention dialog box noted a motor stall. The pump logs were checked. The last pump refill was (B)(6) 2015 and no changes were made. On (B)(6) 2015, the pump stalled at 07:41 and recovered at 23:26. On (B)(6) 2015, the pump stalled at 10:28 and a stopped pump may exceed tube set message was noted (B)(6) 2015 at 10:28. The patient reported that he has "more pain than he has ever had." The patient did not report hearing an alarm. There had been no MRI, diagnostics, or magnets. The device system was delivering marcaine and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8583, lot# n204427, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump was replaced on (B)(6) 2015 and the motor stall never recovered. The cause of the issue was undetermined and the product issue was not resolved. The patient experienced pain at the device pocket and the patient¿s status at the time of this report was ¿alive- no injury.¿ it was unknown if the patient was receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.